Event description:
The nurse reported a posterior capsule tear occurred. The customer stated the unit was not working right, and they requested service. The current patient status was not provided. Additional information has been requested. No response to questionnaires received to date.

Manufacturer narrative:
A company service rep checked the system and found it met specifications. Investigation, including root cause analysis is in progress.